Event description:
During use, the ngage stone extractor opening and closing mechanism would not work. There was no harm to the patient. Another device was obtained, and the procedure was completed as planned.